Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer observed air gaps and bubbles in the tubing. Reportedly, blood glucose level was 541 mg/dl, which was addressed by administering 7 units of insulin via manual injections. System check was performed with tandem technical support and verified that the pump time was inaccurate 6 minutes. Tandem technical support assisted the customer in successfully updating the pump time.